Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the membrane switch, keypad and display lens to resolve issue. After observing proper device operation through functional and performance testing the device will be returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was difficult to power on using the on/off button. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h11 of the initial medwatch report indicates: additional mfg narrative ¿ stryker evaluated the customer's device and verified the reported issue. Stryker replaced the membrane switch, keypad and display lens to resolve issue. After observing proper device operation through functional and performance testing the device will be returned to the customer for use. Section h11 of the initial medwatch report should indicate: additional mfg narrative ¿ stryker evaluated the customer's device and verified the reported issue. Stryker provide a quote for repair; however, the customer declined the repair. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional information: stryker further evaluated the customer's device. It was observed that the device was able turn on and off but required more force applied. It was determined that the cause of the reported issue was due to the button assembly of the on/off switch on the membrane keypad. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was difficult to power on using the on/off button. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.